Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first three staple deployments went as expected. However, the 4th, 5th and 6th staples deployed simply fell out of the device unformed. The 7th staple deployed and formed as expected. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Fourth, fifth, and sixth. What vessel or structure was the device fired on at the time of the event? Vessels. Was the clip fully advanced into the jaws prior to firing? Fell out of jaw. Was there any torquing or twisting of the device present at the time of firing? Yes, might have been surgeon. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Unk. If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unk. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.